Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The blue tip protector of a one-link device disconnected, further described as ¿fell off¿ while the device was still in the package. The issue was noted prior to use. There was no patient involvement. No additional information is available.